Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025 it was reported that during a nurse's home visit, pus, redness, hardness and pain were found around the stoma site. The gastroenterologist was informed and recommended taking amoxil 1g (1x2) for 1 week and treating the stoma site with saline and peroxide 2 times a day. Peg tube mobilization was performed. On (B)(6) 2025, the pus from the stoma site, hardness and pain around the stoma site recovered. The redness in the stoma site improved.